Event description:
There was an allegation of questionable tina-quant albumin gen.2 results for 1 patient sample on a cobas 8000 cobas c 502 module. The initial result was 51.73 mg/dl, and the repeated result was 34.89 mg/dl. The repeated result was obtained on another module and was believed to be correct. The sample was repeated because the customer experienced issues with qc.

Manufacturer narrative:
Based on the calibration data, the reagent lot number is 873067. The expiration date was not provided. The calibration and qc were acceptable. The field service representative found that the sample probe was clogged. He replaced the sample probe and performed checks and tests with acceptable results. The investigation determined that the service actions resolved the issue.